Manufacturer narrative:
B5: upon corrected information there was no patient involvement. The actual device was not available; however, photographs of the sample were provided for evaluation. During visual inspection of the provided photographic samples, the leak was observed originating from the header cap. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the adaptor of the polyflux 17l set during hemodialysis therapy. The set passed the priming stage without issue. The set was changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.